Event description:
The end of the tubing was damaged. However, during review of returned product it was found that the tubing was split and the spike had fallen off of the top of the burette. There was no injury or treatment associated with this event.